Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of rash ("rash") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown dates she experienced rash (seriousness criterion intervention required) and tooth fracture ("teeth breaking"). The patient was treated with surgery (histerectomy with bilateral salpingectomy on (B)(6) 2022). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered rash and tooth fracture to be related to essure administration. The reporter commented: discrepancy noted for essure insertion date: (B)(6) 2014. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: device removal information and annex f added. Device removal date received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("rash, multiple erythematous lesions in varying stages of healing, nickel allergy suspected"), menometrorrhagia ("heavy, irregular periods with large clots, q 2 4 weeks"), pelvic pain ("rlq pain, pelvic pain, daily pain") and dysmenorrhoea ("cramping is severe, dysmenorrhea") in a 36 year-old female patient who had essure inserted (lot no. B53552) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vomiting, nausea, nabothian cyst, shingles (already before essure), cholecystectomy, elective abortion (1), cigarette smoker (5-6 cigs daily), parity 3 (vaginal deliveries) and multi gravida (4). Never had skin sores before essure. No known allergies. Age at menarche 16 y/o. Periods regular. Bleed days 4-5. Previously administered products included: depo provera. The patient had a family history of parity 3, hypertension (mother) and pancreas cancer (father). Concurrent conditions were listed as klippel-trenaunay syndrome and leiomyoma. Concomitant products included acetaminophen (paracetamol) since (B)(6) 2014, butabarbital sodium (secbutabarbital sodium) since (B)(6) 2014, hydrocodone since (B)(6) 2014, diazepam since (B)(6) 2014, medroxyprogesterone acetate since (B)(6) 2014 and ibuprofen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("pain: 1/10"). An unknown time later she experienced allergy to metals (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), dysmenorrhoea (seriousness criterion intervention required) and tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal by hysterosalpingectomy, cystoscopy on (B)(6) 2022). Essure was removed. At the time of the report, the outcomes for allergy to metals and tooth fracture were unknown. The reporter considered allergy to metals, dysmenorrhoea, menometrorrhagia, pelvic pain, procedural pain and tooth fracture to be related to essure administration. The reporter commented: (B)(6) 22: had essure placed in 2014 feels like she is allergic to the nickle that is in it, has numerous sores that come and go under her breasts, stomach and in groin area, having irregular periods, q 2 4 weeks, always heavy, large clots, cramping is severe, has ta call into work at times, gets n/v, feels like no one is listening to her, had an upper and lower gi done neg, had her gallbladder out, has been told the sores are sh but she never had this until the essure, wants definitive tx (laf). Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2022: uterus: enlarged [hysteroscopy] on (B)(6) 2014: essure device placed bilaterally without acute issues. [Pathology test] on (B)(6) 2022: diagnosis: previously started ¿ singels uterus and cervix, hysterectomy cervix: nabothian cyst, no evidence of dysplasia endometrium: inactive endometrial glands and stroma, no atypia hyperplasia or malignancy identified. Endometrium: leiomyoma serosa - no histopathologic abnormality fallopian tubes, bilateral salpingectomy complete cross sections of fallopian tubes and distal fimbria without atypia. Paratubal cyst. Specimen submitted as uterus, cervix, bilateral tube procedure/site: robotic total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy pre and post operative diagnosis: heavy irregular bleeding, dysmenorrhea gross description: received "uterus, cervix, bilateral tubes" is a uterus with attached bilateral fallopian tubes. The uterus weighs 135 g. The right fallopian tube measures 8 cm in length. There is an attached 0.5 cm thin walled clear fluid filed cyst. The tube contains a spiral metal sterilization device in the lumen. The left fallopian tube measures 7 cm length, including fimbriae, there is a metal spiral sterilization device present in the lumen. [Physical examination] on (B)(6) 2022: skin: has multiple erythematous lesions in varying stages of healing, some purplish scarring as well under breast, groin and mons. [Ultrasound scan] on (B)(6) 2015: uterus measures 9.0x4.4x5.6cm. Two punctate hyperechoic foci seen in region of right and left aspect of the endometrial canal in the mid uterus. The endometrium is mostly hyperechoic measuring 8 mm in thickness. The right ovary measures 3.8 x 1.9 x 3.2cm.. - the left ovary measures 2.6 x 1.8x2.5m.both ovaries show normal vascular flow. No abnormal adnexal mass or fluid collection is seen. Impression: 1. Two tiny punctate hyperechoic foci in the right and left region of the endometrial canal in the mid uterus are nonspecific but may relate to essure coil tips. Otherwise, unremarkable pelvic ultrasound batch no (B)(4) - production date (B)(6) 2013- expiration date (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of rash ("rash") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown dates she experienced rash (seriousness criterion intervention required) and tooth fracture ("teeth breaking"). The patient was treated with surgery (device removal on (B)(6) 2022). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered rash and tooth fracture to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of allergy to metals ("rash, multiple erythematous lesions in varying stages of healing, nickel allergy suspected"), menometrorrhagia ("heavy, irregular periods with large clots, q 2 4 weeks"), pelvic pain ("rlq pain, pelvic pain, daily pain") and dysmenorrhoea ("cramping is severe, dysmenorrhea") in a 36 year-old female patient who had essure inserted (lot no. B53552) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of vomiting, nausea, nabothian cyst, herpes zoster (already before essure), cholecystectomy, elective abortion (1), cigarette smoker (5-6 cigs daily), parity 3 (vaginal deliveries) and multi gravida (4). Never had skin sores before essure. No known allergies. Age at menarche 16 y/o. Periods regular. Bleed days 4-5. Previously administered products included: depo provera. The patient had a family history of parity 3, hypertension (mother) and pancreas cancer (father). Concurrent conditions were listed as klippel-trenaunay syndrome and leiomyoma. Concomitant products included acetaminophen (paracetamol) since (B)(6) 2014, butabarbital sodium (secbutabarbital sodium) since (B)(6) 2014, hydrocodone since (B)(6) 2014, diazepam since (B)(6) 2014, medroxyprogesterone acetate since (B)(6) 2014 and ibuprofen since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("pain: 1/10"). An unknown time later she experienced allergy to metals (seriousness criterion intervention required), menometrorrhagia (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), dysmenorrhoea (seriousness criterion intervention required) and tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal by hysterosalpingectomy, cystoscopy on (B)(6) 2022). Essure was removed. At the time of the report, the outcomes for allergy to metals and tooth fracture were unknown. The reporter considered allergy to metals, dysmenorrhoea, menometrorrhagia, pelvic pain, procedural pain and tooth fracture to be related to essure administration. The reporter commented: on 30-nov-22: had essure placed in 2014 feels like she is allergic to the nickle that is in it, has numerous sores that come and go under her breasts, stomach and in groin area, having irregular periods, q 2 4 weeks, always heavy, large clots, cramping is severe, has ta call into work at times, gets n/v, feels like no one is listening to her, had an upper and lower gi done neg, had her gallbladder out, has been told the sores are sh but she never had this until the essure, wants definitive tx (laf). Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2022: uterus: enlarged. [Hysteroscopy] on (B)(6) 2014: essure device placed bilaterally without acute issues. [Pathology test] on (B)(6) 2022: diagnosis: previously started ¿ singels. Uterus and cervix, hysterectomy. Cervix: nabothian cyst, no evidence of dysplasia. Endometrium: inactive endometrial glands and stroma, no atypia hyperplasia or malignancy identified. Endometrium: leiomyoma. Serosa: no histopathologic abnormality. Fallopian tubes, bilateral salpingectomy. Complete cross sections of fallopian tubes and distal fimbria without atypia. Paratubal cyst. Specimen submitted as uterus, cervix, bilateral tube. Procedure/site: robotic total laparoscopic hysterectomy, bilateral salpingectomy. Cystoscopy. Pre and post operative diagnosis: heavy irregular bleeding, dysmenorrhea gross description: received "uterus, cervix, bilateral tubes" is a uterus with attached bilateral fallopian tubes. The uterus weighs 135 g. The right fallopian tube measures 8 cm in length. There is an attached 0.5 cm thin walled clear fluid filed cyst. The tube contains a spiral metal sterilization device in the lumen. The left fallopian tube measures 7 cm length, including fimbriae, there is a metal spiral sterilization device present in the lumen. [Physical examination] on (B)(6) 2022: skin: has multiple erythematous lesions in varying stages of healing, some purplish scarring as well under breast, groin and mons. [Ultrasound scan] on (B)(6) 2015: uterus measures 9.0x4.4x5.6cm. Two punctate hyperechoic foci seen in region of right and left aspect of the endometrial canal in the mid uterus. The endometrium is mostly hyperechoic measuring 8 mm in thickness. The right ovary measures 3.8 x 1.9 x 3.2cm. The left ovary measures 2.6 x 1.8x2.5m.both ovaries show normal vascular flow. No abnormal adnexal mass or fluid collection is seen. Impression: 1. Two tiny punctate hyperechoic foci in the right and left region of the endometrial canal in the mid uterus are nonspecific but may relate to essure coil tips. Otherwise, unremarkable pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: report received via lawyer: essure lot number, test data, medical history (case medically confirmed)were provided (none reported previously). Event rash specified to nickel allergy. Events menometrorrhagia, pelvic pain, procedural pain and dysmenorrhea added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of rash ("rash") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On unknown dates she experienced tooth fracture ("teeth breaking") and rash (seriousness criterion intervention required). The patient was treated with surgery (device removal on (B)(6) 2022). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered rash and tooth fracture to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: event 'rash' upgraded to serious as per intervention required. Date of birth, implantation and removal dates were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.